Manufacturer narrative:
Date of event, test, and therapy: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the plunger was removed on all three devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.